Event description:
It was reported that the user experienced connectivity issues with the freestyle libre 3+ sensor, described as an intermittent communication failure that prevented pairing, while blood glucose levels were reported as not affected; a local technical representative coordinated in-person assistance, and troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication with involved parties and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem associated with the device¿s electrical and magnetic communication interface, including the antenna, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.